Event description:
It was reported that the patient experienced a stroke three days following the implant procedure. The patient was hospitalized and the outcome was resolved. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in use. The patient is a participant in the panorama ii clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).